Manufacturer narrative:
Lot # review: a review of lot# 326083 showed that (B)(6) units were manufactured, tested, inspected and released in (B)(6) 2016, citing no anomalies. Not returned.

Event description:
Complaint received regarding one one ch3033, 14" bifuse add-on set w/bag spike, spiros s/red cap, vented cap, lot# 3260483 (mfd. 06/16). Report states; (B)(6) female patient, during a chemotherapy drip, there was a leak of product on the connector between perfusor and connector. A few drops of chemo medication leaked and was cleaned per hospital protocol. There was no contact of the medication with the clinician or patient. No adverse operator/patient consequences reported.